Event description:
Convatec employee reported that the luer connector of the inflation port presented an issue (pressure in the time of deflate). The employee noticed the problem while trying to deflate the balloon and had difficulty removing the liquid from the balloon due to the pressure. They eventually were able to deflate the balloon, but had difficulties. The device was not used in the patient.

Manufacturer narrative:
Based on the available information, the event was deemed a reportable malfunction. A damaged inflation port contributing to difficulties in balloon inflation/ deflation could lead to leakage of fecal matter from the device which can pose the risk of wound exposure (with resultant infection) to patients using the device. It was reported that the balloon eventually deflated and the device was not used in the patient. No additional event information has been provided. A return sample for evaluation is expected. Note: the actual date of event is unknown, so the date used was the date convatec became aware.